Manufacturer narrative:
1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: there was an allegation of non-reproducible results for one patient sample tested with elecsys ft4 IV on a cobas e 801 analytical unit. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
For the event: 1. Summary of investigation results: assays from different vendors can generate different values. The differences in values is related to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. 2. Summary of follow up/corrective actions taken: none.